Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump alarmed a no delivery alarm. Customer had changed the sets 3 times after the alarm. Customer's blood glucose was 312 mg/dl. Customer reported the alarm was resolved by a complete set change. Customer reported the alarm did not occur during manual prime. Customer agreed to return the set and reservoir for analysis.